Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the device performed to specification. Review of the device activity logs does show evidence of the reported event; however this is not an indication of a device malfunction. The device delivered 1.0 joule for the 30 joule test with a simulator is normal operation. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.